Event description:
Dr (B)(6) was using the screwdriver and said that the tip of the screwdriver was not going into the screw correctly and he asked for it to be replaced.

Manufacturer narrative:
An event regarding a fractured hexalobular screwdriver tip from a trident driver was reported. The event was confirmed. Method & results: -device evaluation and results: the device was returned in used condition. The tip of the hexalobular feature is fractured; deformation to the remaining portion indicates the fracture occurred while tightening a screw, consistent with the event description. -medical records received and evaluation: a review of medical records was not performed as none was provided. No further information was requested as there is no indication the failure was related to patient factors. -device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review found there has been no other event for the manufacturing lot. Conclusions: the root cause was determined to be application of excessive force by the user.

Event description:
Dr. (B)(6) was using the screwdriver and said that the tip of the screwdriver was not going into the screw correctly and he asked for it to be replaced.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.